Event description:
During a cardiac surgical procedure, reportedly a prosthetic aortic valve placement, involving a cor-knot standard device, the scrub nurse communicated that "from its initial use the handle was not cutting (suture) very well." She further reported that after four to five uses, it stopped cutting suture altogether. They finished the case using a different device which cut suture adequately. "There was no one new handling the device." The initial report noted that there was no harm to the patient. The surgeon's office staff one week after the initial operation reaffirmed that this patient had no problems and was doing "great." Twenty five days after surgery, the surgeon's office again reported the patient was still doing well.

Manufacturer narrative:
The warning section of this product's instructions for use (product insert) instructs customers to not use "damaged" cor-knot product. All representatives in the field involved with hospital staff training provide in service and inoperative instructions concerning the immediate removal from use of any cor-knot device displaying suboptimal performance. Hospital staff are also instructed to return any device is question to our manufacturing facility. Corporate senior management, along with regulatory, quality and engineering leadership are committed to monitoring any observations of cor-knot product performance concerns, specifically including suboptimal suture cutting, as part of an ongoing in depth analysis of related issues.